Event description:
Customer reports to have dropped insulin pump causing physical damage to bottom of insulin pump. Customer also reports to have received a weak battery alarm and was able to clear alarm. Customer's blood glucose was 228 mg/dl. No further information provided.

Manufacturer narrative:
Pump passed displacement test, operating currents, self test and off no power test. No weak battery alarm. Pump received with minor scratched display window. Unit received cracked case display window corner. Unit received with cracked battery tube threads. Pump received with cracked reservoir tube lip. Pump received with cracked reservoir tube. Unit received with cracked end cap.